Event description:
It was reported that a customer had to change a cleo 90 infusion set 2 or 3 times due to high blood sugar levels of 300 mg/dl. Customer reported that he preferred the medtronic quickset infusion sets. Customer was able to resolve his bg issues by resuming insulin therapy with his medtronic pump and quickset infusion sets. No injury reported.